Event description:
Related manufacturer reference number: 2017865-2023-46536. Related manufacturer reference number: 2017865-2023-46537. It was reported that a patient presented with dislodgement noted on the right atrial, right ventricular, and left ventricular leads due to twiddler's syndrome. The leads were explanted and replaced on (B)(6) 2023. No patient consequences were reported.

Manufacturer narrative:
The reported event was lead dislodgement/twiddler¿s syndrome. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The s-curve hump height was measured to be within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.